Manufacturer narrative:
The sipap was received at carefusion on july 17, 2015, and routed to the service department for evaluation. Service evaluated the unit, and was able to duplicate the reported event. Evaluation findings were that the unit would not read the patient trigger board. The patient trigger board is to be replaced then the unit will be returned to the distributor.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit that does not "trigger." The distributor indicates that they have isolated the issue to be a defective patient trigger board. Currently carefusion does not sell the patient trigger board in question, they will have the distributor return the sipap for repair instead. No other information was provided.